Event description:
Full revision surgery occurred and the explanted devices were received by the manufacturer. Analysis is underway, but has not been completed to-date.

Manufacturer narrative:
Suspect medical device serial#, lot#, expiration date, corrected data: the serial#, lot#, and expiration date for the suspect device were inadvertently provided incorrectly in the initial report. Date of manufacture, corrected data: the date of manufacture was inadvertently provided incorrectly in the initial report.

Event description:
Analysis was completed for the returned generator. The generator performed according to specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Analysis was completed for the returned lead portions 08/21/2017. The lead coils were identified to be broken. Scanning electron microscopy identified a fatigue stress induced fracture and rotational stress which most likely completed the fracture, with pitting on one and no pitting on the other. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other anomalies were noted. The set screw marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present.

Event description:
It was reported that a patient¿s vns system was found to have high lead impedance. Follow-up from the company representative provided the patient was seen in clinic and the lead impedance was noted to be high. No known recent trauma occurred. The patient was referred to neurosurgery for a revision. Additional relevant information has not been received to-date. No known surgery has occurred to-date.